Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1523701) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: when the deployer shuttled down and withdrew the sheath from the patient's body there was no white tube. The deployer deflated the balloon, pulled everything out from the patient and held manual pressure for approximately 10 minutes as the patient was anticoagulated prior to the mynx procedure. The patient was discharged as originally planned with no further complications noted. Procedure type: intervention hearth catheterization.